Event description:
District nurse reported that a pt who was using aquacel foam adhesive had a possible reaction on their leg, of redness to the skin underneath the dressing. Follow-up was performed with reporter and she explained that it may not have been a true reaction because the pt's leg was deteriorating and they could not be sure if this was already occurring or due to the dressing. Reporter was asked if there was a classic defined edge to the redness that the pt had experienced and she stated, 'yes and no.' Reporter could not provide any other additional event info at the time.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The district nurse reported they discontinued use of the adhesive foam and commenced use of the aquacel foam non-adhesive on the pt. A questionnaire form was sent requesting more info. Still awaiting response from reporter as no additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available a follow-up report will be submitted.